Event description:
When the doctor was inserting the screw in the second proximal hole, the screw head was broken. The broken screw shaft remained in the patient's body and surgery was completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.